Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The reporter's remaining test strips were provided for investigation where they were tested using a retention meter and controls. Testing results (qc range = 2.6 - 3.2 inr): qc 1: 2.9 inr, qc 2: 2.8 inr, qc 3: 2.8 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 3.5%. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. Medwatch occupation - the occupation is lay user/patient.

Event description:
The initial reporter stated she received a discrepant result when testing with coaguchek vantus meter serial number (B)(4). At 10:00 a.m., the patient was tested twice using the meter, resulting with values of 4.5 inr and 4.9 inr. At 1:00 p.m., a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 3.0 inr. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is once per week.